Manufacturer narrative:
The reported issue that etco2 modules failed for error code 570.6200 and 570.6500 had been confirmed. It is believed that this file may be a duplicate reporting of the same issue in which the listed etco2 modules had been returned for this issue and were either investigated by operations engineering and repaired by service or received standard service level investigation and repair. The OEM had investigated and identified that during the manufacturing process the o-rings had unintentionally come in to contact with ethanol and had chemically attacked the plasticizer of the o-ring. This over time (2 months) caused the material loss as debris to clog the filter. The OEM had been issued a supplier corrective & preventative action request (scar) ID# (B)(4). The etco2 module is used for patient monitoring only during patient treatment. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode.

Event description:
(B)(4).